Event description:
Same case as #6000093-2006-02092, 02093 and 02094. It was reported that post a coronary drug eluting stenting treatment procedure, an aneurysm was discovered. In 2006, four taxus express2 drug eluting stents were implanted. A 2.5x15mm maverick balloon was used to predilate the lesion in the proximal lad, inflated to 6 atm's for 8 seconds. A 3.0x20mm taxus stent was placed in the proximal lad, deployed at 14 atm's for 30 seconds. A 3.0x8mm taxus stent was placed in the mid lad, deployed at 12 atm's for 20 seconds. A 3.5x16mm nc stormer balloon was used to post dilate the proximal lad. It was inflated to 10 atm's for 11 seconds and 6 atm's for 7 seconds. A 3.0x8mm taxus stent was positioned in the proximal cx and deployed at 11 atm's for 26 seconds. The physician went on to place a 3.5x20mm taxus stent in the mid rca, deployed at 14 atm's for 20 seconds. The stent was post dilated with a 4.0x16mm nc stormer, inflated to 10 atm's for 12 seconds and again to 12 atm's for 15 seconds. The patient received angiomax during the procedure. A loading dose of plavix was given post procedure. About 3 months later, the patient returned with chest pain. Ivus was used which showed aneurysms at all four stent locations. No intervention was done. Patient was put on lifetime plavix. No further complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.